Event description:
Customer reported receiving a button error alarm on the insulin pump and a high predict alert. Customer stated that they were outside gardening and it was raining prior to the alarm. Customer also stated that the insulin pump may have been exposed to humidity and sweat. Customer's blood glucose reading at the time of the call was 116 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no esc button response due to corroded keypad trace. No button error alarm noted during testing. Unable to verify for high predicted alarm due to the unresponsive button. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.